Event description:
It was reported that during a colon procedure under celio three devices gets the message tighten the assembly, tighten it still no changes, tries another generator same issue. Another device from a other provider was used to complete the case, they changed it as conversion to laparotomy. No patient consequences. Three devices will be returned.

Manufacturer narrative:
(B)(4). Pin hole. The device was returned in good physical condition. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.